Event description:
Clinic notes were received indicating that the vns patient was hospitalized on (B)(6) 2014 after having four generalized tonic clonic seizures. No triggers were identified. The patient had been doing well for the past two months with new medication. The patient¿s last two seizures were on (B)(6) 2014. The patient was referred for surgery. It is unclear whether the patient¿s device was at end of service. While the notes indicate that the patient¿s device was not at end of service on (B)(6) 2014, the patient¿s family stated that the increase in seizures was due to end of service. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.